Event description:
Boston scientific received information that during a routine device change out procedure, this implantable defibrillation lead exhibited high out of range shock impedance measurements on the proximal coil when implanted with this replacement implantable cardioverter defibrillator (ICD). The proximal coil was programmed off and acceptable shock impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
This lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.